Manufacturer narrative:
In review, it was noted that that an emdr should not have been reported for this device as the event did not meet the criteria for a reportable malfunction event. Therefore, no further information will be provided under this medwatch # 2648035-2019-00561. Device evaluation: the product was not returned; however, a photo was provided. The photo was evaluated and due to the photo provided, it is possible to confirm the complaint reported. Although there was a misprint, label discrepancy is unlikely to impact the customer. Manufacturing records review: the manufacturing records for the product was reviewed. No non-conformance reports (nc) were found associated to this production order. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no impact to patient harm. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a site visit, the sales representative identified a spelling typing error on the lens manufacturing label with the sentence as ''one piece aspheric posterior chamber biconvex iol'' (intraocular lens). Reportedly, it is written aspheric instead of spheric. There was no patient involvement. No further information provided.